Event description:
It was reported that the pt was admitted to (B)(6) hospital to be treated for the perforation of the caecum and several septic courses due to peritonitis. Medical history of the pt included a rectal anastomosis as a result of rectal resection in (B)(6) 2010 and treatment with catecholamine. The actiflow indwelling bowel catheter was inserted to manage the pt's diarrhea. After 19 days of use, the staff noted diarrhea passing out through the vagina. The gynecologist examined the pt and could see the blue retention cuff of the device through the vagina. A recto-vaginal fistula at the area of the old anastomosis scarring was diagnosed. On (B)(6) 2011, an artificial anus surgery was performed to divert the flow of fecal material. The fistula was treated with endo-sponge system.

Manufacturer narrative:
No add'l info was provided. There was not report of device malfunction nor product defect. The two doctors involved do not agree on the potential reason for the fistula except that the anastomosis or the resulting scar tissue appear to have been contributing factors. The surgeon working with the pt stated that the pt was in overall ill condition and the site of the anastomosis did not look good. He imagined that the perforation could have happened even w/o the actiflo. The second doctor however disagrees as he says a CT was done on (B)(6) 2011 which did not show any pathological findings in the area of the anastomosis. He believes that the lack of strong blood circulation in the scar tissue is the potential cause of the fistula formation. The product instructions for use indicate that the device is contraindicated on patients with compromised rectal wall integrity and patients with recent anastomosis (less than 6 weeks old).